Manufacturer narrative:
Date rec'd by MFR: 12jun2019. Date of report: 13jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Fse was able to confirm touchscreen was not responding to touch on the right side. The fse replaced the touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 29aug2019. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touchscreen assembly. The touchscreen resistance and resistance ratio are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.